Manufacturer narrative:
The initial MDR was filed 08/18/2017. Corrected information: report source foreign was selected. Additional information (09/26/2017): a siemens headquarter support center employee reviewed the available data for this event and concluded there is no method or reagent lot issue. The system was checked by the customer service engineer and the system is fully operational. Quality control is within manufacturer ranges and precision is within specification limits. Only one sample was reported as impacted and is consistent with an abnormal aspiration that could have been contributed to by bubbles or foam in the sample.

Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument and checked the probe alignments, checked the functionality of the mixer, checked the reaction tray wash unit and dilution tray wash unit. Precision tests were performed and no issues were observed. The cause of the falsely low discordant urine total protein result is unknown. The analyzer is performing according to specifications. No further action required. MDR 2432235-2017-00487 was filed for the same event.

Event description:
A falsely low discordant urine total protein test result was obtained on an advia 1800 system for one patient. The initial result was not reported to the physician(s). The same sample from the same patient was repeated on the same system five times. One of the repeat results was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low discordant urine total protein result.